Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that the vessel sealer extend instrument moved the opposite way. Reportedly, there was no issue with the instrument at the beginning. Prior to calling, the user re-docked the arm 3 and re-installed the instrument with no change. The user replaced the instrument with backup and the issue was resolved. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The instrument scaled appropriately to the instrument however the instrument did not move in the intended direction. Direction moved left when trying to move right. Timing of instrument movement was appropriate. No shakiness and/or friction experienced/observed. No instrument-to-instrument or system arm-to-arm interference. No external collisions (e.g., collision between system arm and external or equipment and/or staff). Issue was persistent. A back up was used to resolve the issue. Drape was not available for return. No injury to the patient. No damage noted when inspecting the instrument. Instrument is available for return however no photos or videos are available for review. Issue occurred in less than 1 hour from starting of case.